Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the surgeon did not like the way the lens unfolded in the eye. The lens was removed with no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).